Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power without prior low battery alarm and the pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he is having trouble with battery and what not on the pump. Battery just failed and the screen goes blank. He put in a new battery and the screen does not turn back on. He replaced the battery cap with a cap from his old pump and the screen is now back on. He looked at his current cap and it looked that the battery contact it pushed in too far. For the past couple months, the batteries have not always been working. The customer reported that this summer, the screen would just go blank. He would put a new battery in and sometimes he would come back on and sometimes he would have to put in another battery. The customer screen has been going blank after a battery change. Customer states the battery cap was damaged. Customer received a failed battery test. The customer was offered to troubleshoot this alarm but customer declined. The customer had battery out limit, bad battery, and no power errors. The customer pump has been losing power because of damaged battery cap. Pump screen is not currently blank. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.